Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos from the customer facility for evaluation. Retention samples were evaluated and the customer's indicated failure mode for abnormal results with the incident lot was not observed and all tubes appeared to exhibit proper fill. Retain samples tested were acceptable in terms of both precision and accuracy. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. A discard tube must be used when using a winged blood collection set for venipuncture in order to fill the blood collection set tubing¿s ¿dead space¿ with blood. It is not necessary to fill the discard tube completely. This step will ensure maintenance of the proper blood-additive-ratio of the specimen. The discard tube should be a non-additive or coagulation tube. A review of specimen handling parameters should be done for this tube type. Adherence to the recommended specimen handling and processing steps will facilitate acceptable specimen quality and overall performance for reliable analytical outcomes. Evaluation of laboratory instrumentation regarding reproducibility/repeatability may be of value. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® k2e 3.6mg plus blood collection tubes were giving erroneous results. This occurred on 100 occasions during use. The following information was provided by the initial reporter: we have received the message from the study team that has identified several cases of neutropenia that they would like us to investigate.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9007860. Medical device expiration date: 2020-04-30. Device manufacture date: 2019-01-07. Medical device lot #: 9036898. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 9036989. Medical device expiration date: 2020-05-31. Device manufacture date: 2019-02-05. Medical device lot #: 9066718. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-03-07. Medical device lot #: 9071832. Medical device expiration date: 2020-06-30. Device manufacture date: 2019-03-12. Medical device lot #: 9092688. Medical device expiration date: 2020-07-31. Device manufacture date: 2019-04-02. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® k2e 3.6 mg plus blood collection tubes were giving erroneous results. This occurred on 100 occasions during use. The following information was provided by the initial reporter: we have received the message from the study team that has identified several cases of neutropenia that they would like us to investigate.